Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 25x1 experienced foreign matter in the device cannula/needle/syringe or any other fluid path component. The following information was provided by the initial reporter: I have used these needles to administer the astrazeneca covid vaccine to patients in the over 80 age group. Almost every time the needle is withdrawn from the skin it leaves a small black dot behind on the skin. It is not blood and appears to be a tiny amount of rubber from the bung of the vaccine vial. Details of injury (to patient, carer or healthcare professional): see above. Unsure whether this is harmful or not. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): reported it to immunisation coordinator who advised to report to yellow card scheme.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2007417. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were visually examined and no signs of foreign matter or particles were observed. A cotton swab test was then performed by rubbing a cotton stick along the cannula surfaces 8-10 times. This test is used to obtain a comparison between the reported lot and other lot numbers; this is not an accepted method for cannula cleanliness evaluation. Through the cotton swab test, the retained samples had less residue observed than other batches tested in prior occasions or our competitors. At this time, an exact cause related to the manufacturing facility could not be determined for this incident. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: an additional email was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 25x1 experienced foreign matter in the device cannula/needle/syringe or any other fluid path component. The following information was provided by the initial reporter: I have used these needles to administer the astrazeneca covid vaccine to patients in the over 80 age group. Almost every time the needle is withdrawn from the skin it leaves a small black dot behind on the skin. It is not blood and appears to be a tiny amount of rubber from the bung of the vaccine vial. Details of injury (to patient, carer or healthcare professional): see above. Unsure whether this is harmful or not. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): reported it to immunisation coordinator who advised to report to yellow card scheme.